Manufacturer narrative:
This report was initially submitted on july 20th 2018. The report was rejected due to an incorrect code and will no be resubmitted. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). The livanova field service representative who identified the issue was able to trace the failure to a faulty front panel. The front panel was replaced to resolve the reported issue. A subsequent 2 hour test run did not reveal any further issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the reaction time of an s5 double head pump display was delayed. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.